Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054, implantable pacing lead, (B)(6) 2013; 305c25, mosaic porcine heart valve, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was dislodged during aortic dissection surgery. The surgeon chose to explant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.